Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of the stomach in a laparoscopic bariatric surgery, the load was not able to be stapled. At the time of firing for tissue stapling, the reload caught. Therefore, the use of this reload was not possible. The load can not be tripped. Because it stopped at the time of the shot, not allowing the stapling. They change the stapler to resolve the issue in order to complete the case. There was no patient injury.